Event description:
Operative procedure: right thoracotomy with lymph node biopsies and right radical pneumonectomy. During the surgical procedure the pulmonary artery was dissected and clamped. Tolerated well. The stapler was introduced and staple line thrown across the right pulmonary artery with ligature distally. The pulmonary artery was divided and as the surgeon loosened the stapling device it became clear that the stapler misfired with resultant hemorrhage. Using his finger he controlled the bleeding until another stapler was brought in.